Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 6.7 inr, 6.6 inr, 6.6 inr and 6.2 inr on the coaguchek xs system while a comparison lab returned as 4.2 inr. Patient's coumadin was held for 1 day. No adverse event reported. Requested return of suspect system and replacement was sent.